Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the programmer time was off by one hour when the pump was replaced. It was noted the patient had a basal rate 27 mcg/hr and 100 mcg boluses every 6 hours. It was also noted that during the pump replacement on (B)(6) 2013, the patient¿s old pump was disconnected prior to the patient's 12:00 bolus, thus the patient never received it. The reporter stated that by the time the new pump was connected, the patient would have had to wait until 7:00 pm to receive the next bolus. The patient began having spasms on the table and the anesthesiologist had to try and wake up the patient. It was determined that since the patient missed the bolus, that a single bolus would be given of 100 mcg. The pump system was being used to deliver gablofen. It was further reported that no troubleshooting was performed, and the patient was doing well and had no adverse symptoms. No product was explanted.